Event description:
It was reported that the patients right ventricular (rv) lead was oversensing noise, and exhibited a high amount of short interval counts (sic). The patients bi-v implantable cardioverter defibrillator (ICD) is approaching recommended replacement time (rrt) and has not met the customers anticipated longevity. The lead was removed and replaced. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).